Event description:
It was reported that the capture threshold of the right atrial lead increased from 0.5, 0.4 ms to 5.5 v, 0.5 ms in the bipolar configuration and 5.25 v, 0.4 ms in unipolar. The patient indicated sinus bradycardia. The atrial output of the patient's pulse generator was increased to 6 v, the sensor programmed off and hysteresis programmed to 50 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.